Event description:
It was reported that during routine follow-up, this right ventricular (rv) lead showed reduced amplitude r-waves compared to implant. The threshold and impedance are stable. It was mentioned that the lead was dislodged confirmed by x-ray, however, no further information is available at this time. The lead remains in service. No adverse patient effects were reported.